Manufacturer narrative:
On 10/22/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 10/30/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/2/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device it was observed a crease in anterior view, additionally a tear within the crease was noted in anterior expanding to posterior view, measuring approximately 13.5 cm. No other anomalies were observed. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 325cc mentor memorygel breast implant and was presented with bilateral breast implant rupture shown on the mammogram on (B)(6) 2019, then also on ultrasound on (B)(6) 2019. The physician also saw patient on (B)(6) 2019. As a result, the devices were explanted, and replaced with catalog number 3503504; serial number (B)(4) on the right, and with catalog number 3503504; serial number (B)(4) on the left on (B)(6) 2019. This report is for the patient¿s right-sided device.